Event description:
90 ml medline 10% neutral buffered formalin container leaking. Caps properly secured and then leaking on arrival to pathology. Has happened multiple times in both our or and endoscopy services and at sister hospitals.